Event description:
The device was used during a whipple procedure. Reportedly, the instrument partially fired and the staples did not form properly. The hospital has reported no patient injury occurred.